Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "shock" soft key did not appear during testing using the pads cable and test load. No patient involvement was reported.